Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
During loading of the sds over an .014" roadrunner guidewire outside the patient, it was noticed that the tip of the sds was loose on the catheter. As the user moved the sds back and forth over the wire to look at the tip, they realized that the tip was not actually attached to the sds catheter. It looked almost like the tip had been cleanly cut off from the catheter. The sds and tip were removed from the guidewire, and another genesis sds was used successfully. No part of the product ever entered the patient. It was noted that the physician had not hydrated the guidewire prior to loading the sds over it. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.